Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a white plastic bag. Provided with the return was an open pouch and open box from the lot number provided in the report. The label matches the product returned. Pictures provided with this report show the product label and the distal end of the device with one of the basket wires broken at the proximal end. The lot number provided in the photos matches this report. The label in the photo matches the product reported. Our evaluation of the product said to be involved confirmed the report. The device was returned reinserted into the racetrack with the basket fully retracted. One of the wires on the basket had broken at the proximal end of the basket but was still attached at the distal end of the basket. The basket extended and retracted without resistance with the broken wire remaining outside of the catheter. Under magnification of the broken wire evidence was found of embrittlement of the wire material. The fracture point of the basket wire was found to be close to the basket's proximal solder point. The basket wires were, otherwise, fully formed. Debris was observed within the basket wires. No parts of the device appear to be missing. No other anomalies were detected. A lab meeting was held with production leadership and quality engineering on (B)(6) 2023. Photos of the returned product were exchanged with manufacturing engineering on(B)(6) 2023. It was determined that the wire had been embrittled during the soldering process due to heating and reheating of the solder during the manufacturing process. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the product said to be involved confirmed the report. The root cause of the broken basket wire was traced to the soldering process. Based on the visual examination it appears the basket wire was embrittled during the soldering process. This can occur during the heating and reheating of the solder and will not be visible to the operator. Production management and the department team leads were notified of this occurrence. Prior to distribution, all memory hard wire extraction baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
In preparation for an unspecified procedure, the physician prepared to use a cook memory hard wire extraction basket. It was reported that the user opened the package and observed that the basket wire was broken. This occurred prior to patient contact; there was no impact to the patient. In addition, the user sustained no clinical consequence and there were no adverse effects to the user.